Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿device rupture¿.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. The device has been replaced.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:¿ rupture: observed an opening assessed as fold flaw opening.additional observations:¿ crease fold observed on the device.¿ wear abrasion observed on the device.¿ stress mark observed on the device.